Event description:
During surgery nurse discovered there was a broken attune pin from a previous surgery lodged in the pin driver. Staff was unable to remove the pin. Surgery was delayed while while trying to locate a pin driver attached that would fit the attune pins so the surgeon could safely continue the surgery. Surgical delay of 10 minutes occurred. No adverse affects on the patient.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary, no device associated with this report was received for examination. The investigation could not verify or draw any conclusions about the root cause of the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot, a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.